Event description:
An orsiro drug-eluting stent system was selected to treat a severely calcified lesion in a severely tortuous lad. During insertion resistance was felt while passing the guiding catheter. After withdrawal of the device a dislodgement of the stent from delivery system was noticed. The stent was retrieved with a balloon.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The technical investigation of the returned instrument revealed that the balloon is not well folded anymore and shows signs of inflation. Stent imprints are visible on the balloon surface indicating that the stent was initially crimped centered on the balloon. The returned stent is severely deformed over its entire length. The angiographic material was reviewed, but contained no complaint relevant information. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined.